Event description:
Rn was attempting to complete PICC line dressing change. As rn was completing the dressing change, the line broke in two. Rn was able to remove the line in its entirety. The line was secured per the manufacturer's direction in their instructions for use. The device has been retained and we will return it to the manufacturer when they contact us.